Event description:
The pump was returned for investigation. Investigation revealed moisture damage in the battery compartment and to the battery cap as well as contamination on the internal motor assembly. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Submitted: 02/13/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on examination, there was visible moisture damage inside the battery compartment and on the battery cap that was returned for investigation. There was no structural damage to the battery compartment. On testing, the pump powered on to the verify screen with functional vibratory and auditory alarms. An ez-prime operation was executed; during the rewind function, the pump stopped short and emitted an occlusion alarm during the load step. Complete testing was unable to be performed due to the load step malfunction. The pump was opened for investigation and revealed contamination on the motor assembly which prevented the drive assembly from moving forward or in reverse.